Event description:
It was reported that the patient passed away due to cardiac arrest. No allegation of malfunction was made against the device or right ventricular (rv) lead. Related manufacturer reference number:: 2017865-2022-01511.

Manufacturer narrative:
Additional information was requested but was not available.